Manufacturer narrative:
(B)(4).

Event description:
It was reported that an instance of high, out of range, pacing lead impedance was observed on the device. Patient was asymptomatic. No further out of range measurements have been observed. Patient was stable before, during and after the event.